Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection revealed the device was in used condition. The jaw to shaft pin was not flush with the shaft, indicating a pin failure. The device was functionally tested by actuating the jaw lever, and the jaws were unable to close completely. The jaws were clamped on a rubber strip, and the rubber strip was easily pulled out from between the jaws due to the observed jaw-to-shaft pin failure. This complaint can be confirmed. This type of jaw failure is typically attributed to user technique. Clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw-to-shaft pin, resulting in shearing of the pin. A DHR review has been conducted and the results indicate that this batch of product was processed without incident and therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Review of the depuy synthes mitek complaints system revealed (B)(4) dissimilar complaints for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported via phone that the pin on the jaw of the customer¿s express ew iii without hook was broke and causing the jaw to be loose during a rotator cuff procedure. The case was able to be completed with the device. There were no patient consequences or delays. The device is being returned. The sales rep was no present during the case and could not provide any more details.